Event description:
It was reported that the 9800 system had dark images during a hip case. The 9800 system had to be rebooted and the procedure was completed without further incident. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The x-ray tube was replaced. The filament was calibrated and camera was aligned during the service call. The system was tested and found to be working as intended and put back into service.